Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, after successful loading and firing of stapler two yellow pieces where found on top of the staple line. Component fell into cavity which is yellow in color. Grasper was used to remove the yellow pieces. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted that the reload was fully fired. The jaws of the reload were open. The shipping wedge was noted to be damaged. Two yellow fragments of the shipping wedge were observed. A visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were open. The shipping wedge was noted to be damaged. A yellow fragment of the shipping wedge was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.